Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found a leak in the oxygen ratio controller (orc) valve. Corrections included replacement of the orc assembly. System was calibrated and tested to factory's specifications.